Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-04589. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 2.5x32mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of two overlapping 2.5x32mm taxus liberte stents resulting in 0% residual stenosis. A non-target lesion located in the proximal lad was treated with a non bsc stent. After scheduled treatment for another lesion, the patient was discharged without complication 12 days later on aspirin and ticlopidine. In (B)(6) 2010, without ischemic symptom qca evaluation revealed a 79% restenosed, 2.83x13.3mm target lesion located in the mid lad with timi 3 flow. Treatment utilized a cutting balloon and angioplasty resulting in 23% residual stenosis and timi 3 flow. The patient was discharged two days post the procedure. No angina was confirmed at the 9 month and 1 year study follow up visits. Per the physician, the event was listed as "possibly related" to the study stent.